Event description:
Deep vein thrombosis (dvt) occurred and also it was noticed that there was a very high incidence of needing catheter flow because the peripherally inserted central catheter (PICC) has clotted off.additional complaints of cook PICC:1. Cracked needle housing, wave observed in catheter; not used on patient.2. Missing item from kit.3. Difficult to remove - device was sent to interventional radiology (ir) for removal.4. Adhered to vessel wall.